Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
Additional information reported the debris found was of unknown substance, the cerebral spinal fluid (csf) cultures were negative, and it was felt the catheter was either clogged or kinked.

Event description:
It was reported that this patient had a decreased therapeutic response. Forty milliliters (ml) were drawn from the pump at a recent refill. A revision was planned. However, during the procedure there was no observed kink or break in the catheter. Cerebral spinal fluid (csf) was observed. However, the physician noted "debris" in the area around the catheter and in the pump pocket. Csf cultures were obtained. Ultimately, there was no revision or replacement of the catheter. Free csf flow was noted from the catheter and via the catheter access port when the catheter was re-attached to the pump. Both products remain in-service. No patient injury was reported. This device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).